Event description:
This report is based on information provided by philips technical service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator showed an error message of "cancel electrode". The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The technical service engineer (tse) performed a remote evaluation, and it was determined that the error message is normal, which is documented in page 166 weekly shock test in instructions for use of efficia dfm100(revision m) as below. "Confirm that the device issues a shock cancelled audio message, displays a shock aborted message, and that a printed strip indicates test passed. If not, confirm that the test was performed properly before taking it out of use and calling for service. It is normal for a shock to not be delivered in this instance."